Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned catheter noted contrast visible in the inflation lumen and the balloon was loosely folded. The analysis revealed that there was a longitudinal rupture in the balloon above the proximal marker band, confirming the reported rupture. Additionally, there were radial scratches noted on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing. Materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion was mildly tortuous, mildly calcified and 90% stenosed, which likely contributed to the experienced rupture. Furthermore, evidence of damage on the balloon indicates that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. The analysis also noted multiple bends throughout the entire length of the hypotube. However, since this damage was not originally reported in the case description, the shaft may have become kinked during further handling of the device as it was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported rupture. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
Device issue: balloon rupture. Time of device issue: during pre-dilatation. Adverse event: none. It was reported that the first pre-dilatation was performed by a non-abbott balloon catheter in the mildly tortuous, mildly calcified distal right coronary artery (rca) lesion. The 3.25x15 voyager nc balloon catheter was advanced to the lesion and ruptured at 16 atmospheres (atms). The procedure was completed after the 3.5x23 promus stent was deployed. There were no reported adverse patient effects. No additional information was provided.